Event description:
The report indicated that the customer experienced consecutive high bg's (285-345 mg/dl) within two hours of activating a new pod. The cannula was noted as being "bent", though no alarm was initiated. Correction boluses were administered, which were effective at lowering her bg levels. The pod will be returned for eval.

Manufacturer narrative:
Final analysis found no telemetry during interrogation, due to normal battery depletion. After replacing the battery and downloading the product code, the device functioned normally.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the pulse generator could not be interrogated. The device was at elective replacement indicator (eri) and was replaced.